Event description:
A site representative reported that, while in a spine procedure the surgeon came across a misplaced screw on the verification anterior posterior (ap) and lateral of the o-arm 1000 imaging system. After discussions post-op, the surgeon stated he must have knocked the reference frame, however, deemed the two screws, after the bad screw, were placed correctly. Looking at the stealthstation s7 system, it appears the bad placement was made by the surgeon. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Mfg date now provided. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Software investigation suspects the surgeon bumped the reference frame. Software functioning as designed.

Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015, a medtronic representative, following-up at the site, reported the inaccuracy was approximately 5 millimeter, however, more trajectory that was out. The surgeon repositioned the screw using a c-arm. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.